Manufacturer narrative:
The pod was received with cannula not visible outside. But when the top housing was opened, the needle/cannula got deployed. During investigation, the bottom housing window exit was found to be damaged, indicating that the needle was pushing against the bottom housing when it got deployed. So, it could be determined that the chassis sub assembly was incorrectly installed into the bottom housing sub assembly during manufacturing process, that resulted in the cannula/needle tip misaligned in the environmental seal/cap.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.  Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the pink slide also did not move forward, which indicates a needle mechanism failure. The pod was not worn.